Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's left ventricular (lv) lead dislodged capturing the atrium and had its slack pulled back. It was noted that a venogram showed the patient was occluded, however a replacement lead was ultimately placed. The lead was capped and replaced. No patient complications have been reported as a result of this event.